Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#:unknown), sigpshell, sig power sigpshell control shell (lot#:unknown), sigphandle, sig power sigphandle handle (serial#:unknown), sigadaptxl, sig power sigadaptxl linear xl adapter (serial#:unknown), egia60amt, egia60amt egia 60 artic med thick sulu (lot#:unknown), egia60amt, egia60amt egia 60 artic med thick sulu (lot#:unknown), egia60amt, egia60amt egia 60 artic med thick sulu (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the five reloads and powered stapler were used for transection of the stomach during a laparoscopic vertical sleeve gastrectomy. The patient was later admitted to an emergency department and was reported to have an anastomotic leakage described as a leak along the mid section of the staple line, with sepsis and kidney failure. A computed tomography scan identified post-operative free intraperitoneal air related to the surgery, a moderate volume of abdominal fluid most pronounced in the upper abdomen surrounding the liver and spleen and diffuse peritoneal enhancement, inflammation or infection could not be excluded per the report.